Event description:
It was reported that the patient¿s heart rate was 26 beats per minute, which was lower than the programmed pacing rate of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the physician thought that there was a loss of capture. It was also noted that the right ventricular (rv) lead had chronically low r-wave measurements. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.